Event description:
Reported via clinical study. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman closure device was implanted on (B)(6) 2018 with a complete seal and deployed device diameter of 24mm. The patient was discharged on (B)(6) 2018 with a medication regime of clopidogrel and aspirin. On (B)(6) 2018, 80 days post index procedure, the patient presented for protocol scheduled 3 months follow-up visit. At the time of assessment, the patient was on aspirin or clopidogrel. Transesophageal echocardiography (tee) assessment revealed that the largest residual jet size noted around the device was 3mm at 139-degree tee angle. Tee also showed that patient had 5mm pericardial effusion. No thrombus was seen at the atrial facing surface of the device, no thrombus was noted in left atrium, and no residual atrial septal shunt noted. No intervention was performed to treat the effusion. On (B)(6) 2019, 340 days post index procedure, the patient presented for protocol scheduled 12 months follow-up visit. At the time of assessment, the patient was not taking any aspirin or clopidogrel. Tee assessment revealed that the largest residual jet size noted around the device was still at 3mm at 135-degree tee angle. Tee also showed that the patient had 8mm pericardial effusion. No thrombus was seen at the atrial facing surface of the device, no thrombus was noted in left atrium, and no residual atrial septal shunt noted. There was no evidence of left atrial spontaneous echo contrast visualized by tee. However, a moderate level and non-mobile motion of descending and ascending aortic plaque were revealed. The estimated left ventricular ejection fraction was noted to be 35%. No intervention was performed to treat the effusion. No additional information was provided or available for this clinical patient.

Manufacturer narrative:
E1: phone number listed as (B)(6) which exceeds 10 characters for field.